Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 304, 143, and 146 mg/dl when all tests were performed within 5 mins on the advantage system. No actions were reported taken and no treatment received. A request was made for the return of the suspect device and replacement product was sent.